Manufacturer narrative:
The customer has indicated the electrodes were not retained. Electrode labeling calls out the importance of good placement on the patient and provide instructions for proper electrode application technique. Poor adherence and /or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation is an expected risk. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. No further information was provided. Complainant indicated that the patient sustained burns. This is all the information available.